Manufacturer narrative:
(B)(4). Date sent: 7/7/2026. D4 batch # unk. B3: only event year known: 2026. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did device jam (not fire clips)? 2. Did device not feed clips (clips not advance fully into jaws)? 3. Did device drop or eject clips? 4. Did device sideways feed clips? 5. Did device fire scissored clips? 6. Did the clip not hold on the vessel or tissue once placed? 7. Is the current patient status known? 8. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when using three el5ml clip multi-applicators, it was impossible for the surgeon to occlude the common bile duct with the clips of this applicator. They didn't close.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2026 additional information was requested, and the following was obtained: 1. Did device jam (not fire clips)? 2. Did device not feed clips (clips not advance fully into jaws)? 3. Did device drop or eject clips? 4. Did device sideways feed clips? 5. Did device fire scissored clips? 6. Did the clip not hold on the vessel or tissue once placed? 7. Is the current patient status known? 8. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There were no patient consequences, as another el5ml clip applier was immediately used.